Event description:
The core sumex drill was sent for service due to overheating during testing during a routine filed service maintenance visit. There was no pt involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.